Manufacturer narrative:
The reported complaint of "error 8" (motor controller fault detected) and "error 11" (max patient temperature exceeded) were not duplicated. However, the reported complaint was verified to have occurred because it was recorded in the board's archive files. Archive files also indicated that the batteries that were used with the system were manufactured in 05/2006 and 08/2008 (batteries were not returned). Life expectancy of batteries is between 2-4 years depending on how they are maintained. These batteries are too old (4 and 6 years old) and are the likely cause for the experienced event.

Event description:
It was reported that errors 8 and 11 were displayed on screen.